Event description:
Boston scientific received information that this pacemaker exhibited loss of capture (loc) that resulted in greater than two seconds of asystole during automatic threshold test. The patient experienced syncopal episode. Automatic capture was not turned on in this patient. Boston scientific technical services (ts) discussed possible reasons this observation occurred. This pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
Subsequent information indicates that this device was explanted for an unknown reason. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.